Event description:
It was reported that the patient experienced an overdose. The pump contained lioresal and bupivicaine. The bupivicaine was "not helping with my neuropathic pain" and was "withdrawn" from the pump. The baclofen dose was not changed. The patient went to the emergency room and was admitted to the hospital. The patient reported a lack of "mental function and inability to answer the most basic questions". Reportedly, the physician decreased the baclofen dose by 20%. The symptoms disappeared after 2 days. The patient indicated that it was a "painful and unpleasant" experience. It was later reported that the patient also experienced extreme tiredness and vomiting. Six days after being out of the hospital, the physician increased the baclofen concentration. The patient was doing well now and believed the symptoms were caused by an overdose of baclofen due to the "body not adjusting to the drug by itself in the pump". The concentration and daily dose of baclofen being delivered via the pump were not reported.